Manufacturer narrative:
The device involved in the event will not be returned for evalution as it was implanted in the patient. (B)(4).

Event description:
Information received from the (B)(6) clinical database. Treatment of a large unruptured saccular aneurysm measuring 10mm x 3mm located in the right ica (internal carotid artery). It was reported that the patient with multiple right supraclinoid aneurysms underwent pipeline embolization treatment involving one pipeline (4.25mm x 20mm) on (B)(6) 2011 without issues and remained in the ICU (intensive care unit) until the following day due to precordial pain with negative cardiac enzymes and was subsequently discharged on (B)(6) 2011. The patient was on dual anti-platelet therapy. The patient experienced a right hemispheric ischemic stroke on (B)(6) 2011 and follow-up imaging on (B)(6) 2011 shows occlusion of the right ica at the supraclinoidal level and the presence of intra-stent thrombosis. Subsequently, the patient expired on (B)(6) 2011.